Event description:
Resident was being transferred from chair to bed. Staff had 3 sides of sling straps attached to lift. Lift started to rise - quickly. Remote control was on bar - not in staffs hand. Resident fell resulting in a head laceration and bruising. Previous episode on another lift where a lift went up on its own. Probable cause - malfunction of remote control.